Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 1278 mg/dl and stated that they were unable to bring their blood glucose readings down. Daughter found the customer unresponsive and stated that she was vomiting the night before. Customer stated that she has gone through tests and was placed in the intensive care unit. Customer mentioned that she woke up with blood glucose readings of 147 mg/dl at the hospital and they dropped to 80 mg/dl. Customer was given water through the IV and the blood glucose readings increased to 190 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer reported a leak near the quick release that was not present during the hospitalization. Customer's last bolus was noted to be for blood glucose readings of 600 mg/dl. The high pressure test was performed and passed. Customer believes she may have had a stomach virus. No further information reported.